Event description:
The clinic for the home hemodialysis pt reported a dialyzer blood leak occurred during the pt's home treatment. The blood flow rate was 450 mls/minute. Estimated blood loss was 275 mls. The pt was asymptomatic, did not require medical intervention, and was fine. The on-call nurse advised him not to re-set up and resume treatment, but to dialyze the next day, which he did with no problems. Sample is available.

Manufacturer narrative:
The device has not been returned for physical eval. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.